Event description:
It was reported that during check, the cardiosave intra-aortic balloon pump (iabp) overheats. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated the unit. Replacement of gray vacuum line filter, download of logs, tests and operational tests. Repair completed. Operational tests carried out with positive results.